Event description:
The complainant reported that the clinicians were performing the implant of a contour ureteral stent in a (B)(6) male patient. It was indicated that the catheter kinked during the introduction of the device in the patient. The physician then withdrew the stent and obtained another stent and successfully completed the patient procedure. The complainant reported that there were no patient complications as a result of the event and the patient's condition was stable at the conclusion of the procedure. Upon the completion of the evaluation of the returned device on june 4, 2009, it was found that the device exhibited a medwatch reportable condition. The investigation found that the distal end of the stent had been torn off.

Manufacturer narrative:
The contour urological stent was received for evaluation. A visual evaluation of the device found that there was no residue on the device to indicate there was patient use. A visual evaluation found that the stent was not kinked, but was almost torn in two pieces. The two pieces of the stent were found to be attached by a very thin piece of stent material. The tear was smooth and angled. The tear had occurred 15.3 centimeters from the distal end of the stent. In conclusion, following a detailed device analysis, it was noted that the condition of the returned unit was not consistent with the event description that the stent was kinked. As previously stated, the stent was found to be almost completely torn in two. Because there was no residue found on the stent during the evaluation to indicate use, the most probable root cause of this event is undeterminable. (B)(4).